Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted the back of the header had been cut and verified that the right ventricular setscrews were both in the up position and stripped. This resulted from the setscrew being backed out too far from using incorrect wrench. As a result, the clinical observations were confirmed.

Event description:
Boston scientific received information that during a replacement procedure it was not possible to loosen the set screw of the right ventricular lead. It was decided to continue the procedure at a later day. During the second procedure, the header was destroyed to remove the leads. As there was no damage to the leads, they remain implanted with the new device. No adverse patient effects were reported.